Event description:
A surgeon reported the intraocular lens (iol) had difficulty advancing through the delivery system during implant surgery. The iol was noted to have a broken haptic when it was inserted into the eye. During the procedure the plunger touched the iris and bleeding occured. The damaged iol was left in the eye at that time, due to the bleeding iris. The patient's eye was fine during the follow-up visit, however, the iol was noted to be decentered. The iol was exchanged for a different iol for the same model approximately one week following the initial implant surgery. One day following iol exchange, the pt was reported to be fine, but her vision still needs to improve. Additional info has been requested.

Manufacturer narrative:
The reporter stated the device sample will be sent for eval. The complaint device associated with this report has not been received for eval at this time. There have been no other complaints reported in this lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. Additional info was requested. A completed questionnaire was received.